Event description:
Pharmacist stated that the customer's meter is showing 2 zeros and then goes blank. The pharmacist stated that they changed the batteries in the customer's meter. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.